Event description:
Clinician was treating the sfa and used the silverhawk device first, then went in with the angiosculpt 5.0 x 100 mm. Upon second inflation, a linear pinching was noticed in the mid section of the balloon. This area would not expand at a pressure of 14 atmospheres. Clinician deflated the balloon and pulled back the device for a third inflation in the more proximal section of the sfa. The balloon was inflated again to 14 atmospheres and the same linear pinching was noticed this time in the more proximal section of the balloon. A final fourth inflation was done and the clinician continued to notice a linear pinching in the mid section of the balloon. The angiosculpt was removed from the patient and the withdrawn angiosculpt was inflated on the table and no abnormalities of the balloon were observed. There was also a dissection that was observed after the angiosculpt was used. However, no devices or stents were used after the observed dissection and the case was concluded as is. Patient was reportedly fine.

Manufacturer narrative:
Patient information obtained from angiogram. Per angiogram review, the dissection was initially observed prior to use of the angiosculpt device. The reported linear pinching of the balloon was not observed during laboratory inflation of the returned angiosculpt device. Thus, the alleged device malfunction was not confirmed during performance/functional evaluation of the returned angiosculpt device. Review of the angiogram for this event identified a pinching in the mid portion of the balloon during the second inflation. Air bubbles in the balloon were visualized on the angiogram. The pinching in the mid portion of the balloon migrated proximally during a subsequent inflation. A mild, non-flow limited dissection in the proximal sfa was observed on the angiogram after use of the silverhawk device, which was used prior to the angiosculpt device. No stents were placed as a result of the dissection. Additionally, it cannot be determined with 100% certainty whether or not the angiosculpt device caused or contributed to the dissection. Thus, an MDR is being submitted in an abundance of caution. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter, arterial dissection is listed as a possible adverse effect of the procedure.